Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A doctor reported that the intraocular pressure was unstable during a combined cataract and vitrectomy surgery. The procedure was completed without replacing the product. No patient harm reported.additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The customer provided a video of the console monitor which showed the intraocular pressure (iop) to fluctuate, however, without the suspect sample, there is not sufficient information to determine the root cause of the event. While customer's video showed iop fluctuation on the console display, without the sample, it is not possible to isolate the root cause. (B)(4).